Event description:
In 2009, the sales rep reported that prior to surgery it was noticed that the tip cracked. Add'l info received on 02/04/2009 via telephone from the sales rep. The sales rep reported that when the scrub tech was setting up for the case, she noticed that the hex tip of the driver had two cracks. The sales rep reports that the surgeon was able to do the case with the other driver that was in the kit. If this malfunction were to recur there is a potential for intervention.

Manufacturer narrative:
Event did not occur in surgery. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.